Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead exhibited difficulty in disengaging the helix. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the helix of the lead became extrinsically distorted due to pull ing/stretching/overstress. Visual analysis of the lead indicated damage at implant. The analyst noted that this lead has a fixed helix which is not able to extend or retract. If information is provided in the future, a supplemental report will be issued.